Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist confirmed that there was no issue with the device. The tss confirmed that the customer had entered the wrong room number on the case. The system worked as intended, so tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine was down and was restarted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.